Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial appendage occluder implantation, a pericardial effusion occurred. While attempting to perform a transseptal puncture, an echocardiogram revealed a pericardial effusion in the right atrium. A pericardiocentesis was performed to stabilize the patient and the procedure was aborted.